Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation papers allege patient has been caused to sustain serious injuries; has suffered and will continue to suffer great pain of body and mind; has been and will in the future be deprived of earnings and earning capacity; has sustained permanent disability and deformity, has been caused great inconvenience, and has incurred and will in the future incur hospital, doctors' and/or related expenses in an effort to treat and/or be cured of said injuries. Update after review of the medical records the right revision note confirmed metallosis. Update in addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2011, (right hip).